Manufacturer narrative:
Updated fields - b4, g3, e1(initial reporter), e3, g6, h2, h11.

Event description:
It was reported that before use the cs100 intra aortic balloon pump (iabp) screen was distorted when the device was turned on. No patient involvement and no adverse event reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6). Event site telephone- (B)(6). The customer declined paid maintenance and decided to handle it themselves. The customer is informed that the faulty device cannot be used in clinical settings. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.